Manufacturer narrative:
Follow-up #1: date of submission 09/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/20/2015 with the following findings: the pump black box history showed multiple unexplained power events occurring on 07/08/2015. The pump battery compartment was found to be cracked at the case seal. The pump had visible moisture behind the display screen. During testing, the battery cap secured to the pump and the pump was able to be powered on and exercised for 24 hours without power interruptions. A leak test was performed and the pump was found to be leaking from the display screen. The pump was opened and moisture was observed throughout the inside of the pump. Unrelated to the complaint, the pump audible tone was observed to be intermittent; when the circuit was examined, moisture damage was observed on the piezo.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump had an intermittent power issue. The reporter confirmed that there was no known damage to the pump related to the complaint. The reporter indicated that the battery cap was correctly secured at the time of the power issue and confirmed that the battery cap was able to be fully tighten to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.